Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins). It was reported that the patient couldn't connect to charge and was seeing reposition antenna screen. She says she last charged and felt stimulation "a couple months ago at least". She was redirected to her healthcare provider (hcp) to follow up. Additional information was reported that the circumstances that led to the event was that the patient did not charge their battery soon enough. The patient saw in office, and the patient needs a new battery. The patient is having a new battery put in.